Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva tpn bag leaked from the seam after being filled with an unspecified solution. The customer stated the bag was not overfilled and there was no damage to the shipping carton. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.